Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for the call was the patient mentioned they had been having problems with their spinal cord stimulator but were not specific about the event date. The patient said they were steadily getting a shocking sensation, and the spinal cord stimulation was not acting properly. Patient mentioned the therapy had been turned off for 6-7 hours yesterday, but the patient was still getting pulsations through their right leg through to their heal. Pt said they had tried to meet with a representative (rep) months ago, but schedules did not align. Pt mentioned sleeping issues because of pulsations. Pt mentioned feeling uncomfortable because of the pulsations. The patient was redirected to their healthcare provider to further address the issue. Agent emailed the local reps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.